Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String was too short and was not attached properly [device physical property issue]. Case narrative: consumer reported via email that the tampon string was too short. No injury was reported.